Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed grip cable at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, a surgeon complaint abnormal instrument (not moved well, felt strange) and a nurse checked and found that wire has been broken on a prograsp forceps instrument. The instrument was replaced and completed the procedure. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.